Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. The target lesion was located at the bifurcation of the left anterior descending (lad) artery and the diagonal (dx) artery. A 2.75x24mm promus element stent delivery system (sds) was advanced to the lad. After the stent was deployed it appeared well expanded. The physician then tried to advance balloon catheters to the lad and diagonal in order to perform kissing inflations. However, the balloon catheters would not advance to the lesion. The physician felt that he may have caught a stent strut while advancing the guidewire to the diagonal making it difficult to advance additional balloon catheters. The proximal end of the stent was slightly brighter on one side, indicating strut distortion. To complete the procedure, the physician used smaller balloons and gradually advanced larger balloons to correct the proximal end of the stent in the lad. No additional patient complications were reported and the patient's status is good. Additional information has been requested and is not available. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
Device is a combination product. Device evaluated by manufacturer it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. If there is any further relevant information to report, a supplemental medwatch will be filed. (B)(4).